Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss in the tubing. The device was removed and replaced. There were no patient complications.